Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence

Event description:
It was reported that the user had concern about low remaining insulin in the cartridge and later dropped the ilet, after which the infusion site (contact detach steel) detached and was replaced; the user subsequently reported a blood glucose of 172 mg/dl and stable values, with no damage to the ilet and no alerts or alarms. Symptoms included hyperglycemia of unclear cause. Outcomes included no injury and no need for medical intervention. Investigation included troubleshooting and education regarding supply changes and cartridge replacement guidance. Investigation of this case revealed no device malfunction and an infusion site issue consistent with accidental site detachment, with no damage identified to the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive for hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.